Event description:
High impedance was observed during a periodic programming history review for a generator on the day of explant surgery on (B)(6) 2014. Both the generator and lead were replaced. The generator had reached eri - yes and was explanted due to battery depletion. The explanted products were not returned to the manufacturer.